Event description:
The physician attempted to use the cassi rotational core biopsy system for a breast biopsy. During the procedure, no specimens were obtained. The pt was rescheduled for another biopsy procedure.

Manufacturer narrative:
Device is scheduled to be returned, but has not yet been received.